Manufacturer narrative:
This report is submitted on 9 february 2021.

Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the patient experienced infection and wound breakdown at implant site, subsequently the patient was admitted to hospital and treated with IV antibiotics (date and duration not reported). The issue could not be resolved resulting in explant of the device on (B)(6) 2020. It is unknown if the patient was reimplanted with a new device as of the date of this report.